Event description:
A pharmacy tech obtained a pair of nitrile gloves to use while cleaning and noticed a brownish/reddish color/stain splattered on them. The discoloration was consistent throughout the entire box of gloves. No harm or injury to the staff member. The gloves are ordered through the pharmacy wholesaler, (B)(4).